Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an antigrade femoral nail (afn) was utilized on recon locking mode for a subtrochanteric fracture. Both of the recon locking screws reportedly missed the nail intra-operatively, as seen in postoperative imaging. The patient subsequently returned home where the injury progressed to a failure of bony union. No additional information is available at this time. This report is for two (2) unknown recon locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Event date: unknown. This report is for two (2) unknown recon locking screws. Implant/explant: unknown. It is unknown if the complainant part is available for return and manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.